Event description:
The device failed to defibrillate. This occurred during testing, there was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.